Manufacturer narrative:
Complaint conclusion: during an unknown procedure, the surgeon noted the tail part of the delivery shaft had back streaming of blood. The surgeon suspected the balloon had already burst before inflation. The customer changed to another one immediately to complete the procedure. There was no reported patient injury. The surgeon claimed the balloon had ruptured because he saw the back streaming of blood from tail part. There was no difficulty removing the product from the hoop, or removing the protective cover and stylet. There were no kinks or damages noted to the balloon prior to use. The device prepped normally with no anomalies noted. The device had been inflated during prep and negative pressure was able to be maintained. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction and difficulty experienced as the balloon catheter was inserted and delivered to and across the lesion. The catheter was not ever in an acute bend and the catheter did not kink while being used. The balloon catheter was easily removed from the patient and guide catheter with no resistance/friction experienced. The product was removed intact from the patient. There was no patient injury and the patient is currently fine. The brand and size balloon catheter used to complete the procedure is unknown. The product was returned for analysis. One non sterile catheter powerflex pro 4mm x 4cm 135cm was returned. The balloon was noted to have been inflated and deflated. Residues of dried blood were noted in the balloon. No damages were noted in the device. A leak test was attempted; however, the inflation lumen was obstructed by dried blood. Several attempts were made in order to remove the residues of dried blood however the residues of dried blood could not be removed; therefore, the leak test could not be performed as expected. A device history record (DHR) review of lot 16076168 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp¿ could not be confirmed since functional testing could not be performed due to the condition of the returned device. The exact cause of the failure reported could not be determined. Neither the product analysis nor the DHR review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received: the surgeon claimed the balloon had rupture because he saw the backstreaming of blood from tail part. There was no difficulty removing the product from the hoop, or removing the protective cover and stylet. There were no kinks or damages noted to the balloon prior to use. The device prepped normally with no anomalies noted. The device had been inflated during prep and negative pressure was able to be maintained. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction and difficulty experienced as the balloon catheter was inserted and delivered to and across the lesion. The catheter was not ever in an acute bend and the catheter did not kink while being used. The balloon catheter was easily removed from the patient and guide catheter with no resistance/friction experienced. The product was removed intact from the patient. There was no patient injury and the patient is currently fine. The brand and size balloon catheter used to complete the procedure is unknown. The engineering report is not yet available; however, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
During an unknown procedure, the surgeon noted the tail part of the delivery shaft had backstreaming of blood. The surgeon suspected the balloon had already burst before inflation. Changed another one immediately to complete. There was no report on patient injury.

Manufacturer narrative:
The device is available to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the event occurred in (B)(6) hospital. (B)(6).